Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The blood glucose level of customer was 504mg/dl. It was unknown that customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was known that customer had not experienced any symptom related to high blood glucose event. It was found that auto mode feature was not active at time of incident. Customer was treated with insulin pen. There were no leaks, no air bubbles. The infusion set had bent cannula. The insulin pump will not be returned for analysis.